Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution sterilizer. While onsite, the technician identified the root cause of the event to be a detached funnel from the unit's drain line. The technician replaced the funnel and band clamp to the unit and secured the drain in place. The technician ran a test cycle and found the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported water leaking from the evolution sterilizer. No injury, procedure delay or cancellation reported.